Event description:
It was reported that the large needle driver instrument had abrasions on its main tube, which were caused by a defective cannula. No add'l info was provided. No patient harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related complaints used at the same facility. MFR. Report# 2955842-2006-00306, -00307, -00308, -00309, and -0311.

Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the customer reported complaint cannot be confirmed nor denied. The following medwatch reports were created for the defective cannulae previously returned from this site: MFR. Report# 2955842-2006-00300, -00301, -00302, -00303, -00304, and -00305.